Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.2 was failed. A field service engineer (fse) reseated all loose cables in the back of the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, half height cubie drawer 5.2 required maintenance. The customer performed a drawer recovery but continued to receive a ¿maintenance required¿ error. The customer then rebooted the station, but all of the cubie pockets on drawers 5.1 and 5.2 showed as not detected on the bus. The station was rebooted again through the maintenance menu, but the cubie pockets still failed and remained unrecoverable. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.